Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited far field r wave oversensing and inappropriate mode switching (ams) resulting in pacing inhibition. Programming changes were made. The patient was in stable condition.